Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. The spouse said after the treatment was done there was fluid leaking out of the cycler when the cassette door was opened. The spouse thinks there was a draining slowly message earlier in the treatment. The spouse was advised to not use the cycler until the next day treatment. Attempts were made to gather additional information, but no details were provided. The cycler is not available to return.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. The spouse said after the treatment was done there was fluid leaking out of the cycler when the cassette door was opened. The spouse thinks there was a draining slowly message earlier in the treatment. The spouse was advised to not use the cycler until the next day treatment. Attempts were made to gather additional information, but no details were provided. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.